Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue could not be reproduced during the device evaluation because a system error 105 and a system error 110 occurred while attempting to test the device for flow accuracy. The device was determined to meet all product specifications related to the reported event. The 'under infused ran flow rate est, rate 200ml/hr, vtbi = 500 ml, delivered = 380 ml' was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (medication, dose, programmed amount and delivery rate unknown) in the (B)(6) center. There was no known patient injury or medical intervention associated with this event. No additional information is available.